Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was unconscious at which time the patient's son called emergency services. The patient was admitted to the hospital for elevated blood glucose levels and dka.